Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom; the malfunction was observed and the front enclosure assembly was replaced. The device was recertified and returned to the customer. The front enclosure assembly was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty on/off button on the front enclosure assembly. Analysis for reports of this type has not identified an increase in trend.